Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that intermittent audio output was reported. The patient¿s mother reported the continuous glucose monitor (cgm) did not alert when the patient experienced a hypoglycemic event. The patient woke around 6:00 am, his cmg value was 46 mg/dl but he had not received an alert. He lost his ability to speak, lost his memory, was disoriented to person, place and time and was yelling. His mother was able to sit him up and he drank three juices which increased his blood glucose (bg) to 129mg/dl; however, he remained disoriented and unable to speak. He was taken to the closest hospital and admitted to the emergency department (ed) where he received fluids and glucose via intravenous (IV) therapy, a chest x-ray, a head computed tomography scan (the mother stated he may have hit his head on the piano bench) and labs. He was then transported by ambulance to the children¿s hospital where he was admitted to the intensive care unit (ICU). He was discharged four days later. At the time of contact, the patient was in stable condition but was nauseous. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The product was evaluated. An exterior visual inspection was performed and passed. The receiver was charged and booted up successfully. Functional testing was performed and passed. A try-it audio/vibration test was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The receiver was opened for further evaluation. An internal visual inspection was performed and passed. Speaker audio and vibrator intermittent tests were performed and passed. The speaker resistance was measured and was within specification. The allegation was not confirmed. The probable cause could not be determined.